Manufacturer narrative:
Medtronic evaluated the device and observed that the charge and advisory buttons on the large keypad were inoperative. Medtronic replaced the large keypad and then observed proper device operation through functional and performance testing. Further evaluation of the large keypad found that the advisory button was stuck in the closed position preventing usage of any of the buttons except for the on button.

Event description:
Paramedics responded to a person in respiratory distress progressing to cardiac arrest. According to the reporter, when the operator attempted to charge the device, it wouldn't charge when the charge button was pressed. The reporter said that the operator then attempted to place the device in AED mode but it would not when the AED analyze button was pressed. CPR was continued while transport was completed a few minutes later and the pt transferred to the hosp ER. The reporter stated the pt's outcome is unk but, based on the pt's lack of viability, if the pt died, their death was not caused by or contributed to by the use of the device.